Manufacturer narrative:
Continue section e1(phone #) (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, conservatively capturing the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1.

Event description:
Healthcare professional reported rupture, conservatively capturing the left side. The device remains implanted.